Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for failed back surgery syndrome leg/back indications and spinal pain indications. It was reported that for the last week pt had been having problems with charging their implant and three days ago the cord overheated and burnt them. Pt stated initially they couldn't get the implant to start charging or the controller would turn itself off while trying to charge. Pt stated the cord and relay box on the recharger got too hot to touch and left marks on their skin initially. Pt stated they haven't been able to get the implant to charge at all in the last two days because it kept saying that it can't charge the device and then the cord overheated. Pt added that they were trying to charge and it started clicking but then "software problem 1- intellis, 2- 3.6, 3- 5, 4- qf_new" popped up on the controller. Pt spoke with their manufacturer representative today, who redirected pt to the manufacturer's patient services and recommended the recharger be replaced. Pt stated they took the controller battery out this morning to grab the serial number and likely cleared the error message already. A replacement recharger was sent out.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(4) implanted: explanted: other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4) ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger, product ID: 97745, serial# (B)(6), and product type: programmer, patient h3. Analysis of the recharger found non-conformances and the recharger was subsequently scrapped. The recharge antenna failed due to a "no device found" error message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.